Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament ligamentoplasty surgery the device required to make the femoral tunnel broke in the joint when the surgeon tried to orient it at 90°. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed, the distal end of the device broke off. One leg of the inner shaft was twisted. A likely cause of the event is prying/leveraging the device during use.

Event description:
It was reported that during an anterior cruciate ligament ligamentoplasty surgery the device required to make the femoral tunnel broke in the joint when the surgeon tried to orient it at 90°. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.